Manufacturer narrative:
The product and patient labeling lists vomiting as a potential risk associated with the device.

Event description:
Patient had balloon inserted on (B)(6) 2016 and presented at the ER on (B)(6)2016 with vomiting. Patient was admitted to the hospital on (B)(6) 2016 and remained hospitalized until (B)(6) 2016. Patient requested that the balloon be removed and removal was completed on (B)(6) 2016. Mild esophagitis was noted at the time of removal. No further issues were reported.